Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. No adverse patient symptomsw were reported.